Event description:
The joystick would not turn off.

Manufacturer narrative:
Loose on\off switch hardware.

Event description:
The joystick would not turn off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.